Manufacturer narrative:
One medfusion pump was received with the bottom case missing the rubber foot and broken at the front left corner. The right plunger case was also broken at the top surface. "Check clutch/plunger lever" error was found in the event history log. 944ml/hr occlusion test and visual inspection were conducted. The clutch failure could not be duplicated during the occlusion test. The bottom case was found to be broken during visual inspection. The broken bottom case was caused by the device being dropped by the customer. The worm coupling, worm gear, lead screw and both clutch halves were replaced for preventative purposes. The bottom case was also replaced due to physical damage. The pump powered up with serial number (B)(4) which did not match the bottom case and paperwork. Serial number (B)(4) was installed to match the bottom case and paperwork. Replaced damaged right and left plunger cases. Replaced battery due to low lmd (2013). Installed missing left plunger case o-ring. Replaced the teflon washers with the delrin washer, motor mount and clutch spring. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The reported "broken bottom plate" was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch failure and a broken bottom plate. There were no reported adverse events.